Event description:
The pt's husband reported he has 4 insulin infusion devices to return due to the pt's death. He stated the pt died from a hypoglycemic episode. He said that in 2008, the pt ate some fruit and bolused 1.0 unit of insulin. He stated that an hour later, she checked her blood sugar and it was at 40 mg/dl. She drank a big container of apple juice, and saw that her blood sugar was coming up. He said she then went upstairs to lay down and a half hour later, at 3:30 pm, he went upstairs and she was unresponsive on the floor. He stated the sheriff's department arrived and began performing CPR on her and shortly after that the paramedics arrived. He said they hooked her up to the ECG and it was flat at that point. The pt's husband stated the pt has had other low blood sugar levels in the past. He stated the death certificate listed the cause of death as hypoglycemic coma. The product was requested to be returned for evaluation.